Event description:
The manufacturer received information alleging a ventilator displayed a "service required" alarm condition but had no audible alarm. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board and front panel/keypad led board were replaced to address the issues. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on with ac power and the internal battery failed to charge was observed. The device's power supply and internal battery were replaced to address the issues. The device failed to cycle properly and the system board was replaced to address the issue. The device was found to have thermal damage to the system board and the remote alarm connector. The system board and interface board were replaced to address the issues.